Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient stated that the battery indicator had one bar and a few hours afterward, the pump lost power. He said the pump did not emit a "low battery" or "replace battery" alarm and the alarms were absent in the pump history.